Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Three attempts were performed to obtain additional information, but no response was received from the customer. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue were identified. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, it is likely water invaded scope connector during user handling. It caused abnormality in electronic components and no image occurred. However, a definitive root cause could not be determined. The following information is stated in the instructions for use (IFU): ¿important information ¿ please read before use. ¦warnings and cautions: caution. Turn the video system center on only when the endoscope connector is connected to the video system center. In particular, confirm that the video system center is off before connecting or disconnecting the endoscope connector. Failure to do so can result in equipment damage, including destruction of the image sensor. ¦warnings and cautions: disappeared or frozen endoscopic image: warning follow the precautions given below. Otherwise, the endoscopic image may disappear unexpectedly or the frozen image may not be restored during the examination. 3.8 inspection of the endoscopic system. ¦inspection of the endoscopic image. Confirm that the wli and nbi endoscopic images are normal. 5.1 troubleshooting. If any irregularity is observed during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope and solve the problem as described in section 5.2,¿troubleshooting guide¿. If the problem still cannot be resolved, send the endoscope to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿. Also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described section 5.3, ¿withdrawal of the endoscope with an irregularity¿.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The device evaluation found the following: exera identification chip had no data and after aeration, data was restored, the instrument channel had a leak, the plastic distal end cover insulation failed due to cracked glue, the distal end plastic cover had chips, the bending section cover had a pinhole and the adhesive was removed and the glue was cracked, the evis had no image and after aeration the image was restored, switch1 to switch 4 was not working, after aeration the switches worked, the electrical continuity was unstable, the adhesive was wet, the mesh was broken, the charged coupled device shrink tube was cut, after aeration the adhesive was dry. The insertion tube had multiple dents/ failed ring gauge, the control body was wet, had corrosion, and after aeration the adhesive was dry with corrosion, the scope connector was wet and corroded, after aeration the adhesive was dry with corrosion, the control knob had grinding. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis exera iii bronchovideoscope had no image. The issue was found during preparation for use. The procedure was completed with another device with no delay. There were no reports of patient harm.